Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that hcp called to request a device interrogation for pt who is having a return of symptoms (horrible abdominal pain, vomiting, and can't tolerate p.o.) Within the last week. They want to have the device checked to rule out if it is device related as they are considering putting in a surgical j tube for the patient. Caller said pt previously had a j tube placed. Hcp said she is an in-patient and they would like the interrogation done at their facility instead of pt going to her managing hcp. Tss recommended notifying managing hcp of pt's symptoms and transferred caller to nas to page rep.